Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Method: actual device evaluated. Result: wear problem. Conclusions: device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017. Inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: leak at biopsy channel (large/ primary) distal side, distal cap - fixed type failed seal integrity inspection, failed dry leak test, lightguide prong cover glass set loose, failed wet leak test, insertion tube scratches at stage 3, bending rubber non-pentax material, umbilical cable bump at control body side, operation channel- primary slice by accessory, umbilical cable single buckled under pve root brace, operation channel twisted in bending section, suction function not performed unit compromised, customer complaint confirmed, distal cap/ case failed field service inspection, equipment serviced by non-pentax facility, insertion tube mild crush at stage 2, fluid invasion not observed in control body, fluid invasion not observed in pve connector, hole in # 2 remote control button cover, several cuts on ccd wire cover. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs includes the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on (B)(6) 2018. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy, remote control button(1), light guide cable, distal case/cap, distal end w/ccd-m imp-t pb-free/nt.